Event description:
During the colonoscopy, there was difficulty advancing the scope. At 30cm, friction was felt and peg was added to reduce the friction between the sleeve and the scope. The doctor did not know whether to attribute the friction to the sleeve against the colon wall, the sleeve and the colonoscope, or the colonoscope entering via the cassette into the colon. The procedure could not be completed with the protectiscope cs. A fujinon scope was used instead and abrasions were visible in the colon. The doctor attributed the mucosal trauma to the protectiscope cs system. After the subject device was returned to the MFR for eval, it was observed that the insertion tubes stiffness of the mfg lot were not within specification. The difficulty navigating the colon and the inability to complete the colonoscopy was attributed to the inflexibility of the insertion tube. The abrasions were not considered a serious injury; however, the device did not perform as intended.

Manufacturer narrative:
The protectiscope unit which is the subject of this MDR was returned to the MFR and evaluated for visual issues (stray light) experienced at a different site. A scope stiffness measurement was not part of this evaluation. The results of eval codes in section h6 include the observations related to the stray light and stiffness issues. A CAPA has been initiated to evaluate the root cause of the scope falling out specification due to stiffness. The receiving and inspection criteria used to evaluate the returned device is attached.